Event description:
It was reported that revision surgery was performed due to dislocation.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the associated complaint devices revealed the devices resemble typical explanted devices. The liner remains inside the tandem bipolar cocr shell. The returned explants included the tandem bipolar cocr shell manufactured in 2014, locking ring manufactured in 2013 and cocr femoral head manufactured in 2013. Our investigation included a review of complaint history which revealed prior complaints for the listed failure mode, no prior complaints for the listed lots. A review of the manufacturing record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by hip quality team noted the devices were inspected and found to be acceptable per drawing specifications. An evaluation performed by our lab noted a visual inspection of the returned devices showed no damage to the liner, shell, or femoral head. The retaining ring was not returned. Based on the information provided, it was unclear how the tandem bipolar became dislocated. There were no material or manufacturing deviations were observed during the investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed

Manufacturer narrative:
.